Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away home. The cause of death was cancer; the customer had it for four years. The caller did not know the customer's blood glucose at the time of death. However, the last recorded value was above 600 mg/dl on (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; per the customer's request, the hospice nurse disconnected the device one day prior to passing, because, the customer stated that the insulin pump was not controlling her blood glucose. The customer was not using sensors. The caller stated that at this point they do not want to return the insulin pump for analysis; they will think about it.